Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and had a lead safety switch due to high out of range pace impedance measurements. Technical services (ts) was consulted and noted an artifact from a signal artifact monitor (sam) event and noisy signals from an atrial tachy response episode post lead safety switch that appeared on the ra channel. Ts recommended that the patient be further evaluated and to program the lead back to bipolar mode if appropriate. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.